Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction procedure on (B)(6) 2015. During the procedure it was noted the screw was incorrectly labeled. There was no reported delay in surgery or patient injury.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that a mixed order occurred. This could potentially lead to revision surgery if an incorrect sized screw was unnoticed and utilized during an initial procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found evidence of product non-conformance. Investigation into the issue determined that this was an isolated incident of the entire lot. A review of transaction history revealed that the issue occurred during packing of the item at the time of production. Corrective action has been initiated to address the reported issue.